Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify frozen screen and keypad unresponsive/button error alarm due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had critical pump error and frozen display also button was not responding. Customer¿s blood glucose was 120 mg/dl known at the time of incident. Customer stated that screen was not completely blank. Customer stated that they were unable to clear the alarm. The insulin pump will be returned for analysis.